Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "swelling and pain in the injection areas", "swelling on the right side of the face", minimal redness, "suffering", and "possible infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have injected a patient in the cheeks and nasolabial fold with a syringe of juvéderm voluma® xc. Two weeks later the patient presented swelling and pain in the injection areas. A week later, the patient experienced swelling on the right side of the face, minimal redness, and pain. The injector is concerned the symptoms may be a ¿possible infection or vascular necrosis." A little after a week, the patient was treated with keflex and medrol. Pain and swelling persisted a week later. The patient was treated with doxycycline and tramadol. Patient was taking tylenol® concomitantly. The symptoms have not resolved. The patient is "really suffering".